Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx (catrx). During the procedure, the catrx became kinked as the physician was advancing it over a guidewire and, therefore, the catrx was removed. The procedure was completed using a new catrx and the same guidewire. There was no report of an adverse effect to the patient.